Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Changing the battery cap did not resolve the battery issues. The insulin pump's battery would drain after three days. The customer had already called twice and the issues with low battery alarms were recurring. Customer's blood glucose level was 305 mg/dl. He treated his blood glucose level with a bolus.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm and no unexpected low battery alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.